Event description:
Patient presented with a ruptured right internal carotid artery aneurysm and subarachnoid hemorrhage. During the index procedure, the physician was unable to successfully deploy any coils within the aneurysm, the coils kept prolapsing into the parent artery and were removed. The procedure was stopped at that point. The physician did not allege any malfunction of the coils that resulted in the reported prolapse. The patient was taken back to surgery later the same day and the aneurysm was successfully clipped. There were no reported clinical consequences to patient due to this event and the pt was discharged from the hospital eight days later.

Manufacturer narrative:
Other for no allegations of product malfunction or non conformance contributing to reported event. The device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for evaluation. From the information provided, there is no indication that the device was not used is accordance with the labeling or that this caused or contributed to the reported event. Additional information was received from the physician stating that the coils were "too large" resulting in prolapse. The physician did not allege that there was any malfunction or non conformance of the coils resulting in the prolapse. A review of the labeling found it contains language regarding appropriate coil size selection. Based on the available information, it was determined that operational context contributed to the reported event.